Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high and low blood glucose on december 15 2017. The customer¿s blood glucose level was 20 mg/dl at time of incident and current blood glucose level was 115 mg/dl. The customer¿s blood glucose level was 569 mg/dl, 77mg/dl and in the range of 50 mg/dl and 60 mg/dl. The customer was treated with sandwich and two glasses of milk and chips and fudge food. The customer was advised to complete care link upload before pump return if possible and to call for assistance with upload if needed. The insulin pump will not be returned for analysis.